Manufacturer narrative:
Although requested, the electronic log files from the AED have not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that when they placed their brand-new AED battery pack (s/n (B)(6)) into their AED, it reported a "replace battery pack now warning". They reported this did not occur during patient use.

Manufacturer narrative:
Analysis of the log files from the AED identified that the customer was performing excessive self-testing of the AED which reduced the battery life expectancy. As a follow-up with the customer, the proper maintenance of this device was reviewed.